Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. After the reported events the field service engineer confirmed test cuts were out of specification. The fse replaced laser head, articulated arm and f- theta lens. The fse completed system verification to specification. According to information from local service technician the possible root cause could be a faulty f-theta . The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an incomplete flap of the left eye following lasik flap creation. Initially the site would randomly have "sticky" flaps but for the last few weeks it became more frequent with multiple physicians. The site reports that it occurs in both the bed and side cut in the 6-9 o`clock area then requiring the physician to occasionally have to use a blade to open the side cut.